Event description:
Performed abg on pt, removed needle and capped syringe with filter. Proceeded to remove air bubble by pressing plunger when blood squirted directly into face and into left eye. After incident, found small hole in syringe.